Event description:
This event was reported as value explanted after approx 4 years implant duration due to one leaflet appeared floppy; not formed properly. Primary reason for surgery was for repair of aortic aneurysm, and secondarily for replacement of aortic valve. No further info was provided.